Manufacturer narrative:
Follow-up #1 date of submission 07/09/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump black box data revealed multiple occlusion alarms associated with high force. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The force sensor calibration measured within specifications. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.